Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.